Manufacturer narrative:
The ge rep conducted an onsite eval. The svc rep replaced the hard drive and reloaded the software. The system is operating as intended, and was returned to svc. No further info is available.

Event description:
The customer reported that the 2800 system was slow to boot up. No pt injury was reported.